Manufacturer narrative:
(B)(4).

Event description:
At a scheduled follow-up on the (B)(6) 2017, the device reports at the initial interrogation screen several episodes of treated ventricular fibrillation and ventricular tachycardia. The user indicated that there were no electrograms of the episodes available. Then, a new follow-up was scheduled at the presence of a product specialist, and it was not possible to retrieve any information about the episodes lost. It was reportedly discovered that 3 different interrogations of the device occurred on the first follow-up date, the first of "witch", probably not correctly completed, caused the loss of the devices memories of the follow-up period. The user asks if would be possible to obtain any piece of information with a technical analysis.

Event description:
At a scheduled follow-up on the (B)(6) 2017, the device reports at the initial interrogation screen several episodes of treated ventricular fibrillation and ventricular tachycardia . The user indicated that there were no electrograms of the episodes available. Then, a new follow-up was scheduled at the presence of a product specialist, and it was not possible to retrieve any information about the episodes lost. It was reportedly discovered that 3 different interrogations of the device occurred on the first follow-up date, the first of which, probably not correctly completed, caused the loss of the devices memories of the follow-up period. The user asks if would be possible to obtain any piece of information with a technical analysis.